Manufacturer narrative:
Analysis inspected 1 opened/used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. The attachment file for details. Analysis was unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that their sensor was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer inquired about replacing the sensor, since they were unable to use it. The customer used a different sensor and worked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.